Event description:
The customer reported that while in patient use the low volume alarm kept alarming and would not stop unless the alarm was turned off. The patient was removed from the ventilator and placed on another ventilator, no patient harm.

Manufacturer narrative:
(B)(4). The carefusion field service technician evaluated the ventilator and calibrated the system. Volumes pressure alarms with correct parameters. Ventilator operates according to specifications.